Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The final non-coronary cusp implant depth was 4mm. It was noted after the valve was implanted the patient experienced 6 seconds of ventricular standstill with an underlying complete heart block. It's also noted that the patient became hypotensive. The decision was made to place a temporary pacemaker and administered the patient intravenous metaraminol. No additional information was provided.

Manufacturer narrative:
An event of complete heart block, arrhythmia, and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block, arrhythmia, and hypotension could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered and temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.